Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2018, the patient fell and then 4-5 weeks later they started having pain in their back and left leg. Additionally, it was reported that the ins was not holding a charge and the stimulation was turning on and off and back on again. Impedances were checked and found to be within normal limits. The patient will be sent to have an rf ablation of their left lumbar 4/5 facet joint, and then will be scheduled for battery replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-08. The rep indicated that the patient reported the event to them. The rep was also made aware to provide an update when the explant date was scheduled and when the status of any explanted devices was known. Their responses were confirmed with the physician/account. No further complications were reported/are anticipated.